Event description:
Event description this bipolar lead was returned for analysis following a heart transplant. No allegation against the lead was stated, this event is entered due to cpi's lab analysis results.